Event description:
Patient developed two blisters on top of foot following tratment with the anodyne professional unit. Blisters measured approximately 1/4 and 1/8 inch respectively. Patient was treated with neosporin at the therapy clinic where anodyne treatments were received.